Event description:
It was reported that a patient presented with their atrial lead dislodged. Diagnostic imaging was performed and confirmed atrial lead dislodgment. No changes or intervention was reported. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not yet received.